Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the "pacer was working moderately" but failed to provide therapeutic shock. There were episodes of ventricular tachycardia. Device was serviced by clinical specialist and remains in use. Patient not satisfied with service. No patient complications were reported as a result of this event.